Manufacturer narrative:
Physio-control replaced the main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to the analyze button on the main keypad assembly being stuck high due to an impact damage to the left side metal star dome. This caused that the device could not charge and shock defibrillation energy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device's analyze button was stuck. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device prompted "connect electrodes" when the device was used on a patient. Nibp measurements were ongoing. During device evaluation, physio-control observed that the "analyze" button was stuck. A defibrillation shock could therefore intermittently not be delivered. There was patient use associated with the reported event however, no information about the patient outcome or patient details were provided.